Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: device inspection was not completed due to no parts being returned for examination. Manufacturing records for this product were reviewed and no anomalies were found. Conclusion: the root cause is undetermined and is multifactorial..

Event description:
It was reported that; screws kept stripping as soon as any resistance was felt.

Event description:
It was reported that; screws kept stripping as soon as any resistance was felt.